Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto 3 system and a noise issue occurred. Replacement bs-ECG 5-lead set and bs-ECG 5-lead: 4 limbs cables were sent to the account. Field service engineer contacted bwi representative and confirmed that the cables were received and verified to be good. Replacement cables resolved the issue. System is operational. The history of customer complaints associated with this carto 3 system was reviewed. 2 out of 32 additional reported complaints may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto 3 system and a noise issue occurred. It was reported that the electrocardiograms (ECG) were very noisy on the carto 3 system and on recording system. The limb leads and the precordial leads were replaced and the issue resolved. There was no physical damage seen and there was no patient consequence. Upon request additional information was received on the event. The noise was observed on all ECG channels including intracardiac and body surface. The physician did not have at least one ECG signal available to monitor patient's heart rhythm, therefore this issue is indicative of a reportable event.